Event description:
The customer reported an issue with the insulin pump, where the displayed insulin amount differed significantly from the expected value of 240 units, instead showing 105 units. There was no adverse impact to the customer¿s blood glucose level. Technical support guided the customer through reloading the existing cartridge correctly, resulting in the display showing the expected amount of (B)(4). The customer was advised not to overfill the cartridge and will continue using the current one with the option to follow up if needed.